Event description:
During intraoperative case, the surgeon utilized the ethicon stapler and it misfired at the 11th stapler. Surgeon requested a second ethicon stapler and it misfired immediately resulting in injury (intraoperative bleeding requiring massive transfusion) to the patient. Patient was transferred to higher level care for close monitoring. Reference report: mw5146759.